Event description:
The patient stated her infusion device was beeping continuously and displayed "3:00" with three dashes below. She stated her power pack had been in use for three weeks. She was advised to insert a new power pack and the device functioned properly. The patient was aware of the recall and has been receiving her replacement power packs. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.